Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying a partial view of the grip and safety shield barrel as well as a catheter tubing with the wedge intact. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that the needle assembly was fully retracted into the safety shield (barrel) and the activation button was missing from the grip. Based on the event description, it is likely the button was removed to retrieve the catheter from the retracted needle. The catheter wedge appeared to have backed out of the adapter, confirming the reported defect. No apparent damage to the wedge or tubing was noted. This defect has been linked to the manufacturing process and CAPA#1461582 have been initiated to address the issue.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the needle hub after inserting it into the patient. The following information was provided by the initial reporter: "the catheter retracted out of the pink needle hub into the shielded component, after insertion into a patient. The nurse made sure the catheter was free from the needle by turning it a few times prior to insertion. No harm was done to the patient. The pink portion of the insyte was discarded. The catheter was retrieved off of the needle in the shielded component to ensure it was not left in the patient.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the needle hub after inserting it into the patient. The following information was provided by the initial reporter: "the catheter retracted out of the pink needle hub into the shielded component, after insertion into a patient. The nurse made sure the catheter was free from the needle by turning it a few times prior to insertion. No harm was done to the patient. The pink portion of the insyte was discarded. The catheter was retrieved off of the needle in the shielded component to ensure it was not left in the patient."